Event description:
Caller reported aviva blood glucose results of 574 mg/dl and 229 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 512 mg/dl and 218 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.